Manufacturer narrative:
The pod was received fully deployed. The pod data shows the pod successfully completed first and second prime and was then deactivated 4 pulses after second prime was completed. No damages or defects to the needle mechanism were observed that could contribute to the reported needle mechanism failure were observed. The needle mechanism was reset and the pod deployed successfully. The cause of the reported needle mechanism failure cannot be determined. No damages or defects to the fluid path or needle mechanism were observed that could contribute to the reported failure to properly insert the soft cannula. The cause of the reported failure to insert the soft cannula cannot be determined.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod needle deployed but the pod cannula did not insert into the skin and the pod pink slide did not move forward, indicating a needle mechanism failure. The pod was worn for less than an hour. No impact to the patient's glucose levels was reported.